Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report that she had a high reading, so she bolused and her reading went down to 26 mg/dl. The customer then drank juice, ate food, and bolused again and her reading shot up to 581 mg/dl. The customer treated with a manual injection. The customer also reported having bent cannulas and seeing white stuff in the tubing. The customer reported past no delivery alarms. The customer was advised that her settings needed to be tweaked by her doctor and to monitor the device. Nothing was replaced or returned for analysis.